Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) may have reached elective replacement indicator (eri) prematurely. This device has been implanted for 58 months.